Event description:
The patient contacted animas on (B)(6) 2012 stating that the down arrow keypad button was intermittently unresponsive. The patient denied tears or peeling of the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the down arrow, ok and contrast keypad buttons were normally responsive. The up arrow keypad button was intermittently unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.